Event description:
On (B)(6) 2019, customer initially reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced dizziness and self-presented to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) and "serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specifications. If the product is returned, an investigation will be performed. This case was also filed under emdr 81634 as well.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer initially reported being unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced dizziness and self-presented to a hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) and "serum". There was no report of death or permanent injury associated with this event.